Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic event with ketones on (B)(6) 2026 because the insulin being used by the patient was not approved for the infusion set. The patient tried several measures to resolve the issue, including using a new infusion set style, changing insulin, and trying new site locations. The blood glucose level was between 300-400 mg/dl, and ketones were present. No further information available.